Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient is complaining of constant pain while using the bhs. The patient is switching to an ortho pak. The patient stated that she experienced pain on the 3rd day of treatment. The patient experienced a shock in her targeted area, and it felt like a shock to the bone. This happened again on the 4th day, and she has not treated since. The pain is a 7 out of 10. The patient discussed the pain with her doctor. The doctor told her to discontinue the use.

Event description:
It was reported that the patient is complaining of constant pain while using the bhs. The patient is switching to an ortho pak. The patient stated that she experienced pain on the 3rd day of treatment. The patient experienced a shock in her targeted area, and it felt like a shock to the bone. This happened again on the 4th day, and she has not treated since. The pain is a 7 out of 10. The patient discussed the pain with her doctor. The doctor told her to discontinue the use.

Manufacturer narrative:
Corrections - b2: outcomes attributed to adverse event, b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code and impact code additional information - d2: common device name, h6: method, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.